Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took longer for insulin to be observed than previous fill tubing sequences. Customer's blood glucose level was 338 mg/dl. The customer continued using the pump for insulin therapy.